Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient was experiencing "unexplained blackouts" and "moving of the pacemaker"; this was noted in the patient's chart. Follow-up with the device clinic clarified that the device had moved laterally to under the patient's armpit and was causing discomfort. The patient was having syncopal episodes however they were unrelated to the pacing system. The device was explanted and replaced. No patient complications have been reported as a result of this event.